Event description:
The reporter stated the surgeon inserted and removed an aq2003v silicone three-piece lens within the same surgery due to the posterior capsule tearing. The incision was enlarged to remove the lens and an anterior vitrectomy was performed. An anterior chamber lens was implanted and sutures were required to close the wound. The reporter stated the facility uses a competitors phacocmulsification machine.